Manufacturer narrative:
Reported event: an event regarding fretting, corrosion and abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit c-taper femoral head on his right hip on or about (B)(6) 2013 and was revised on (B)(6) 2018. It is further alleged that he began experiencing significant pain in his hip in 2018, MRI demonstrated "very large joint infusion with progressive osteolytic changes" and "laboratory results showed elevated cobalt levels in his blood as 17.7 mcg/l and his chromium as 3.5 mcg/l". It is alleged that during the revision surgery on (B)(6) 2018 the surgeon noted signs of fretting and corrosion at the neck and revised the acetabular liner and the femoral head.